Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file was analyzed for this event. The analysis of the run data file did not show a conclusive root cause for the higher than expected white blood cell content in the platelet product reported for this collection. There were no events (adjustments, changes in pump speed, substate changes, etc.) During the procedure that corresponds with the onset of the overloading of the leukoreduction system chamber. Based on the available information, it is possible that this leukoreduction failure is donor related. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the 1st supplement report for this event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #(B)(4). The disposable kit is not available for return, because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.